Manufacturer narrative:
This is a supplied item and the device history record (DHR) is at the supplier. No further information has been made available to date. No product sample was received; therefore, visual testing could not be performed. However, picture of the reported device was provided by the customer. Pictures were sent to the supplier and the supplier stated that the product is in accordance with the documentation so the complaint is not justified. If the customer wants orange plug end, the customer would have to order one. Unique identifier is unknown. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).

Event description:
It was reported that the cable plug end is white (would expect it to be orange as per monitor socket and the cable as given to the customer by the lab who sold the balloon pump). Also the plug is very difficult to insert and almost impossible to remove. No patient injury was reported.